Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, rectocele stage ii, cystocele stage I and mesh was implanted. It was reported that the patient had a concurrent procedure of a posterior mesh, sling, cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced extreme pain on left side, across down abdomen, groin, buttocks, vagina and back. It was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.